Manufacturer narrative:
Product complaint: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a peritoneum procedure on (B)(6) 2019 and suture was used. During sewing peritoneum at third stitch the needle was broken. Changed another one to complete surgery. There is no adverse patient outcome reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/17/2020. Additional h3 investigation summary: a suture needle was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle.the fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of intergranular, which is evidence of a brittle failure. Microvoid coalescence was observed on some of the intergranular facets. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.